Event description:
As reported via a physician, a patient was admitted for treatment of a right superficial femoral artery. The lesion was described as 95% stenosed, calcified, and 50 to 60cm in length. The 7f, 45mm crossover sheath was inserted by contralateral femoral approach. The lesion was pre-dilated, and a smart control stent was successfully implanted at the target lesion. After the sds was removed, a .035 guidewire was inserted and the sheath was removed without unusual force. At that time, there was no indication that there was a product malfunction and there was no patient injury. After the sheath was removed, the dilator was inserted into the sheath as a demonstration to the physician, but the dilator did not reach the end of the sheath. It was noted that the sheath was 4 to 6 cm longer than it should have been. Upon inspection, it was noted that the sheath material was transparent in the area where the sheath was stretched. The device was discarded and the lot number was not recorded.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.